Event description:
The following description of the event was documented on (B)(6) 2012 by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Biomed tech [names removed] {phone number removed} called he is not trained and is checking with resp care to see if they want field service to come in or if they can wait for their trained technician to get back from vacation. Unit stopped ventilating while on pt, no pt harm. The vent is a 17312-00 so it has a compressor. When he disconnected the air inlet pressure the vent compressor did come on. Error log: compressor output low". The following additional info concerning the event was documented on (B)(6) 2012 by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Biomedical engineer [name removed] called in regarding this incident. Here's the info given to him by the respiratory dept: unit was on a pt, he claims the pt survived and not sure the condition of the pt. The respiratory dept claims the ventilator stopped cycling on the pt, all they can see on the screen was simultaneous breathing, pt was paralyzed, here are some of the settings provided to him: a/c - mode, rate - 18 bpm, fio2 - 70%, peep - 8 cm, flow trig - 2.1 l, it - 1.5 sec. No alarm conditions were reported to him. Biomed was testing the ventilator on a test lung. The first thing he noticed after power up is the machine is auto cycling, waveforms are yellow and red, respiratory rate is increasing with every breath. The ventilator is showing 80% leak on the monitors. He noticed the water trap has about an inch of water in it. He claims the incident report is going to be filed on this ventilator. He is requesting field service rep. The come in and test this ventilator and make sure there's no problems with it." The following additional info concerning the event was copied from a fax received from the user facility on 07/25/2012 that was in response to an email sent by carefusion seeking additional info. "Avea ventilator #4 was on the pt in room [number removed] at [facility initials removed] ICU. Pt was on the vent (pressure a/c of 30, rr18, 70% fio2, peep 8, flow trig 2.0, ltime 1.15). Rn had to start bagging pt with ambu bag because the vent was not ventilating correctly. The pt was paralyzed and sedated, but the vent was showing a spontaneous rate of around 28 breaths per min with little to no volumes being delivered. Pt was not initiating anything on his own. The pt's bp and spo2 dropped until we started bagging him. We suctioned pt, made sure vent was all connected properly, and configured proper ett placement. I tried different vent settings (such as: increase pc to 36; prvc settings; and locking out the flow trigger - which seemed to temporarily help, but then the same thing would happen and we would have to bag him again immediately). We confirmed with the rn that the pt's central line was in place and all meds were truly being delivered and that the pt could not physically trigger the vent on his own. We brought a new avea ventilator in the room and hooked the pt up to it and had no problems. Vent #4 went to biomed with a work order request."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep and the info provided on the fax from the user facility. (B)(4). Auto cycling. The alleged faulty device was received by carefusion on (B)(4) 2012, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a f/u medwatch report will be submitted.